Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-11-21 rtg0700588 and update (con): information was received from a patient receiving intrathecal dilaudid and baclofen via an implantable pump for spinal pain. It was reported that the patient stated since implant the pump had already been moved. The patient stated their doctor was aware of the reported issue. The patient requested physician listing. The agent sent requested physician listing. The patient asked when they can start moving around. The agent reviewed mdt could not provide medical direction and redirected to their doctor. The patient mentioned unrelated medical history. This included patient mentioned they has scoliosis, arthritis, compression, and degenerative disc disease. The patient also stated she had hardware in her back that was coming loose and she would have to have surgery to fix all of that as well. The patient also mentioned she was on oral baclofen.